Event description:
It was reported that during a hand assisted laparoscopic sigmoid colon procedure; the surgeon closed the device with the ¿normal¿ tactile feedback, and when she fired the device, noticed that the tactile feedback did not feel ¿normal¿ (per her experience in the past). Her comment was that it required more force to fire. There was no audible feedback. Upon removal of the device she inspected the staple line and could not see any ¿issues¿; however, when the first assist deployed the trocar spike on the cdh stapler through the rectal stump the anastomosis from the contour stapler opened up. At that time the surgeon inspected the staples and the majority of them did not form the proper ¿b¿s. The surgeon sewed the anastomosis to complete the case. No adverse patient consequences were reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.